Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the pt underwent an esophagectomy (thoracic and abdominal) on (B)(6) 2013 and it was noted that the pt did not have any problems that would increase bleeding. An endo gia stapler with white load was used on the left gastric artery. The surgeon was in the abdomen for thirty or forty minutes post stapler use and did not see any bleeding during this time or problems with the staple line. The pt was brought back to the operating room on the morning of (B)(6) 2013 and it was noted that the pt had blood in his chest tube. The pt returned to surgery on (B)(6) 2013 and there was no active bleeding noted. The surgeon looked in the abdomen via the esophageal hiatus and did not see any bleeding at this time. The pt was monitored post-surgery and it was noted the pt's hgb/hct dropped quickly. The pt was taken back to surgery. During this surgery, bleeding was noted occurring from the left gastric artery at the edges where the staples were located. The surgeon stated the he did not see any problems with the staples; however, was more concerned about stopping the bleeding. The surgeon sewed the area. The pt expired following the second re-operation of cardiac arrest secondary to bleeding. The staple line was intact and according to the account, the surgeon felt that the protoplasm may not have been good resulting in the cause for the bleeding. There was no buttress material used. The instruments used in this case were not resterilized.